Event description:
It was reported that during a stenting procedure in the moderately calcified angulated circumflex artery, a 2.5 x 12 mm xience v stent system was advanced; however, the stent delivery system was unable to cross to the target lesion and was removed from the anatomy. A 2.5 x 18 mm xience v stent was then advanced, but it was also unable to cross to the target lesion and was removed. A 3.0 x 8 mm xience v stent were then advanced; however, the stent delivery system was unable to cross to the target lesion and was removed from the patient anatomy. A dissection was noted, but it was not known which xience v stent system caused the dissection. A 3.0 x 8 mm xience v stent system and a 3.0 x 15 mm xience v stent system were then advanced and the stents deployed to treat the dissection. There was no clinically significant delay and no adverse patient sequelae. No additional information was received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. There is no indication of a product quality deficiency.